Event description:
Repeated high duplicate cvs reported by customer. The high cv problem is caused by the accuspheres inside the rtu-plate (3c-ipt-18) with lot number m78493. Pth kits with other rtu-plate lot numbers do not show the problem. Future dx has implemented additional quality control measures to prevent release of new batches with the same issue.

Manufacturer narrative:
We know that this reporting has past the 30 day deadline since (B)(6) 2022. This was caused by the assumption that by reporting a recall (see box 9) the MDR was fulfilled. Most important for us was that our customers were notified to quarantine the product with lot number m78560 as soon as possible ((B)(6) 2022). We were made aware of this non-conformity by FDA inspector sara oyango during the routine inspection from (B)(6) 2023 - (B)(6) 2023. Form 483 observation 1. After that it took more than 2 months to get the webtrader account apporved for submission of this report. On (B)(6) 2022 two complaints in one email were received from (B)(6) hosptial, about high duplicate cv during calibration and with patient samples on (B)(6) 2022.. These are filed under (B)(4) and (B)(4). Contact: (B)(6) (B)(6) this MDR is now refiled as separate MDR after an email from mr xu with ref number (B)(4): request for additional information regarding mdrs submitted in summary format. 19 january 2024 the initial report was mistakenly submitted as a summary report and this submission serves as a rectification. The contact details for the future diagnostics responsible person are changed from mr (B)(6) to dr lindhout as mr (B)(6) left the company.

Manufacturer narrative:
We know that this reporting has past the 30 day deadline since 17-dec-2022. This was caused by the assumption that by reporting a recall (see box 9) the MDR was fulfilled. Most important for us was that our customers were notified to quarantine the product with lot number m78560 as soon as possible (6-dec-2022). We were made aware of this non-conformity by FDA inspector (B)(4) during the routine inspection from 16-jan-2023 - 19-jan-2023. Form 483 observation 1. After that it took more than 2 months to get the webtrader account approved for submission of this report. On december 1st  2022 two complaints in one email were received from (B)(6), about high duplicate cv during calibration and with patient samples on (B)(6) 2022. These are filed under (B)(4). Contact:(B)(6). This MDR is now refiled as separate MDR after an email from mr xu with ref number (B)(4): request for additional information regarding mdrs submitted in summary format.

Event description:
Repeated high duplicate cvs reported by customer the high cv problem is caused by the accuspheres inside the rtu-plate (3c-ipt-18) with lot number m78493. Pth kits with other rtu-plate lot numbers do not show the problem. Future dx has implemented additional quality control measures to prevent release of new batches with the same issue.